Event description:
It was reported that the ventilator generated turbine module communication error. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the device generated alarms indicating turbine module communication error, humidity error and various power errors. The issue can be confirmed by the review of the returned picture, the timestamp 2020-11-17 at 16:41 was according to the received logs during the device start-up. The generated alarms were however not shown in the logs. This issue has been investigated before and is solved by updating the device to the latest software version. The reported device was running an older version, no parts were replaced, and no more issues have been reported since. The turbine module blower robustness issue was addressed and was implemented in the latest software version.

Event description:
Manufacturer ref.#: (B)(4).